Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Caller states the pt is seeing the 'settings not available' screen since a fall a month ago. The caller notes since the fall the pt has impedance issues. The caller noted checking impedances today and saw on reference 1 that 0,3,4,6,7,8,10,11,12 contacts are >40k ohms. The caller set up a program on contacts that appeared to have normal impedances (caller noted some still show 1000-2000ohms) but when the pt leaned over they got settings not available. Tss reviewed concerns around lead damage and an intermittent problem on contacts that show viable. Tss advised the caller can continue to try to find programming but a revision may be inevitable. Tss reviewed connectivity check not necessary when the caller can use impedances. Caller states pt indicates that since the pt's fall they cannot charge past 60%. Tss advised that the caller attempt to charge with pt in the office with the ins off and see if they are also seeing that it will not go past 60%. Additional information was received from the manufacturer representative (rep). It was reported that the patient noticed changed in stimulation while laying in bed about a year ago. The patient was getting intermittent stimulation. The rep programmed around impedances. The patient had a return of pain and numbness. On today¿s office visit, patient seeing hcp to discuss lead replacement. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.